Event description:
It was observed during the device inspection that the distal tip, control body, objective lens, light guide lens and bending rubber were missing. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for investigation. The customer allegation was confirmed. Additionally, the distal tip was missing, the objective lens/light guide lens/bending rubber were also missing. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.